Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire the clips. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass the analysis results found that one device was received in good visual condition. The device was tested for functionality and the first was malformed as it did fully advance into the jaw due to an advancer bypass issue. One clip was malformed and eight clips were properly formed. The device locked out, but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.